Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding other patients with an implantable neurostimulator (ins). It was reported that their doctor was having problems with other patients where the ins batteries were not lasting as long as expected. No patient complications were reported as a result of this event.